Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was changing the battery from her pump and then the pump did not turn back on. Customer's blood glucose was 58 mg/dl at the time of the incident. Customer had already treated for the low and stated that it is common in the morning for her. Customer stated that there was no damage on the pump. Customer inserted a new battery but the display did not return. Customer left the battery out for 10 minutes and it still did not turn the pump back on. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.